Manufacturer narrative:
Unit received with broken off and missing end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the chewing or bite marks at up and down arrow on side of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.